Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was defective. The assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor on the compact air drive device seized, blocked and was running rough. It was further determined during the pre-repair diagnostics assessment, the device failed for the check for air leak, check function of soft mode switch (safety system), check for untrue running, check for excessive noise, check the power with test bench and for check starting behavior. It was noted on the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.